Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the right atrial (ra) lead was experiencing low and out of range pacing impedance. The ra lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. As received, a complete lead was returned in one piece measuring 52.9 cm. X-ray examination of the lead found the inner coil in the connector region of the lead was over-torqued and damaged due to procedural damage. Electrical testing found an internal short due to the over-torqued inner coil in the connector region of the lead which consistent with procedural damage. The cause of the reported event was due to the over-torqued inner coil in the connector region of the lead that consistent with procedural damage.